Event description:
Boston scientific received information that this pacemaker likely exhibited premature battery depletion. It was observed that several months ago the pacemaker showed four years and recently showed one year. The representative will send data for analysis. In addition, it was noted that the autocapture was programmed on and the pacemaker had a retry at 5 volts early this year. Further, the pacemaker battery was back to four years remaining. To date, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker likely exhibited premature battery depletion. It was observed that several months ago the pacemaker showed four years and recently showed one year. The representative will send data for analysis. In addition, it was noted that the autocapture was programmed on and the pacemaker had a retry at 5 volts early this year. Further, the pacemaker battery was back to four years remaining. To date, this pacemaker remains in service. No adverse patient effects were reported.